Event description:
It was reported that patient re-injured the wrist and had a surgical intervention.

Manufacturer narrative:
One 72203986 tfcc fast fix kit reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Final product met specifications upon release to distribution.